Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the meter glucose reading was 158 mg/dl and blood glucose was 31 mg/dl. Customer's blood glucose was 336 mg/dl at time of call. Customer mentioned that she was hospitalized for low blood glucose. Customer's blood glucose was 31 mg/dl. Customer was wearing the device at time of hospitalization. After troubleshooting, customer will not be returning the device for analysis.